Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and the pelvisoft acellular collagen biomesh and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and the pelvisoft acellular collagen biomesh and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with vaginal paravaginal repair due to symptomatic pop and sui.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning sensation, urgency, frequency, mixed urinary incontinence and nocturia.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017.